Manufacturer narrative:
(B)(4): at this time, the suspect device has not been returned for evaluation. The customer tried to replicate the problem on both ac and battery mode, but it is not reproducible. No root cause has been determined yet since the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 auto shutdown while functioning. Furthermore, the customer confirmed that the patient is necessary to transfer into an alternative ventilation, no harm reported.

Manufacturer narrative:
Results of investigation: vyaire medical received the suspect device for evalution. Vyaire reviewed the logfile and on (B)(6) 2022 02:43:21 (device time) while the unit was operating, it shows that the power button state changed to on. The confirmation dialog (shutdown bar appear on the screen) then got showed up at (B)(6) 2022 02:43:21 and got cancelled by itself, then the unit shutdown at (B)(6) 2022 02:43:22. During the initial analysis, it was identified that the power board is causing the failure, detailed investigation performed at manufacturers facility and agreed with the findings. As a resolution, unit is replaced with a new power board. Complete calibration and verification checks were performed and passed. The root cause was determined due to unit defective power board electronics.